Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "burned component on one of the boards" during evaluation. Internal inspection found a component on the processor printed circuit board to be burned. The cause was determined to be a failed processor printed circuit board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a burned component on one of the boards. There was no patient involvement. No additional information is available.